Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving clonidine (100 mcg/ml), morphine (50 mg/ml), and bupivacaine (7.5 mg/ml) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. It was reported that at the end of july the patient had a refill and at that time, the lra (low reservoir alarm) was occurring. The refill was done, and the values updated. Since that time, the pump continued to alarm every hour. The caller confirmed the lra and that the active alarm tab was available. During the call, it was discussed that this is a known issue and that to resolve the issue they would need to silence the alarm and update the pump.